Event description:
The customer reported three patients to have endophthalmitis. The manufacturer report numbers for all three cases are listed below: 1644019-2007-00040, 1644019-2007-00041, 1644019-2007-00042.

Manufacturer narrative:
The customer has not returned the questionnaires with requested patient information. Investigation, including root cause analysis is in progress.